Event description:
It was reported that a pump declared alarm 20 while pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge with proper technique, but the cartridge alarm recurred, preventing successful insulin therapy. Consequently, technical support decided to replace the pump, verified that it was under warranty, and arranged for the customer to use multiple daily injections as backup therapy. They confirmed the shipping address and instructed the customer on how to put the pump into storage mode and return it using a pre-paid label within 10 days.